Event description:
It was reported that the pt implanted in 2001, complaints about poor hearing sensation and distortion. The problem started approx 1 month ago. The hearing sensation was good before. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.